Manufacturer narrative:
Catheter model #: 8709, lot# j0058128r, implanted: (B)(6) 2001, explanted: unk, catheter model #: 8578, implanted (B)(6) 2008 explanted: unk.

Event description:
It was reported that for approximately 7-8 years, the pump dose varied from 20 to 40 mcg. In 2008 the pump was replaced; the original catheter remained implanted. Following the pump replacement, "the tube backed out and coiled up under the skin like spaghetti". During that time, the patient was "clearly not receiving any (B)(4)", and the patient stabilized herself by taking oral baclofen 40 mg daily. The "tube was fixed" and the entire system was checked via (B)(4) study on 2 occasions, as the patient insisted that the device was providing no relief. Since the initial event of the catheter backing out of the spinal column, the patient continued to take 40 mg, and more recently 50 mg, of oral medication. During this time, the pump dose was increased from 38 to 115 mcg/day "with no apparent effect". The patient understood that her disease was progressive, but was concerned there was a device issue. The reporter did not know if the "location was changed when the tube was replaced"; the patient never experienced upper body spasticity previously (it was unclear if the patient was experiencing this symptom as of the date of the report). The patient had extreme spasticity in the legs. A follow-up report will be sent if additional information becomes available.